Event description:
Event description guidant received information that this patient was experiencing atrial flutter with noise on this fineline lead. Impedance measurements have increased to >2500 ohms from 590 ohms at implant. In addition, no pacing output was noted on the surface EKG. Status of this patient's device and leads is unknown. No information could be obtained regarding any system procedures that were done. The event will be re-evaluted if further details are received.